Manufacturer narrative:
In the case description, the user mentioned receiving a 6.4 u bolus uncommanded and encountering a double screen. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 6.4 u bolus on the date of occurrence which was based on a cgm entry of 296 mg/dl and was confirmed through interaction with the controller. The log files show evidence of interaction in order to program, confirm, and deliver the 6.4 u bolus. The logs show that the bolus button was pressed to open the bolus calculator and the use cgm button was pressed in the bolus calculator to load a cgm value of 296 mg/dl. This resulted in a suggestion of 6.4 u based on the user's settings and their trending egv information as the smartbolus calculator was engaged. The logs show that the next button was pressed to transition to the confirm bolus screen and the start button was pressed to begin bolus delivery. The bolus record confirms that the bolus delivered was a 6.4 u correction bolus with no manual adjustment and no carb entry. Evidence of interaction was observed in the logs to program all boluses. No evidence of a double screen or multiple instances of the application or a menu of the application could be found in the available logs. Without the physical controller, the lcd screen could not be investigation for deficiencies and the cause of the reported double screen could not be determined. No evidence of an uncommanded bolus was observed in the available logs.

Event description:
Customer reports that she saw 4 units delivered by the omnipod 5 controller that she did not set to deliver. The patient states they received a double screen on their controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 6.4 u bolus on the date of occurrence which was based on a continuous glucose monitor (cgm) entry of 296 mg/dl and was confirmed through interaction with the controller. The log files show evidence of interaction in order to program, confirm, and deliver the 6.4 u bolus.